Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Performed built-in reader test and the reader test passed. No errors were observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an "error-9" message with the adc device. The customer reported experiencing seizure and required unspecified treatment from a healthcare professional. No further information was provided as customer declined to provide details. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an "error-9" message with the adc device. The customer reported experiencing seizure and required unspecified treatment from a healthcare professional. No further information was provided as customer declined to provide details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This report is being filed on an international product, model number 72111-01 which has a similar product distributed in the u.s., model number 71953-01. All pertinent information available to abbott diabetes care has been submitted.